Event description:
It was noted during implant procedure that the set screw was too tight. The physician reported that he had to back out the set screw a little for the leads to insert into the header correctly. The device remains implanted. There were no patient consequences.